Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol), with an error code fc 01 and monitoring voltage >3.0 volts. After performing two manual capacitor reformations, the device reached elective replacement indicator (eri), then reverted back to beginning of life (bol) status. It was reported that the patient had been undergoing radiation therapy. The physician elected to explant and replace the device.